Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the patient was a lung cancer patient and underwent PICC catheterization today. The catheter placement process went smoothly, and x-rays were routinely taken to locate the catheter, and the position was correct and the guidewire was ready to be removed. It was found that the guidewire could not be removed, and the patient was flushed during the process, but it was still not removed. Finally, with the assistance of the doctor, the entire PICC catheter was completely removed, and then the guidewire was withdrawn, and the guidewire was found to be rusty. Immediately inspect the existing stock of catheters in the department, and find that the remaining 8 catheters have rusted with built-in support guidewires. At present, the patient is emotional but no adverse reactions. It was reported this occurred with 1 used device and 8 unused devices. This report addresses the second unused device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of corrosion on kit components is confirmed; however, the exact cause is unknown. One single lumen groshong clearvue catheter, one stiffening stylet, and eight sealed 4 fr single lumen groshong nxt clearvue catheter kits were returned for evaluation. An initial visual observation showed what appears to be rust and corrosion on the stiffening stylet and within the catheter returned outside of any packaging as well as on the metallic components within the returned sealed kits. Discoloration and small particulates were also observed within the sealed kits and on the underside of the lids of the kits. Additionally, some of the kit label stickers were partially or completely detached from the kit labels of the sealed kits. These observations indicate the returned kits and likely the catheter and stylet were exposed to moisture at some point in time; however, the time and location in which the products were exposed to moisture is unknown. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer the patient was a lung cancer patient and underwent PICC catheterization today. The catheter placement process went smoothly, and x-rays were routinely taken to locate the catheter, and the position was correct and the guidewire was ready to be removed. It was found that the guidewire could not be removed, and the patient was flushed during the process, but it was still not removed. Finally, with the assistance of the doctor, the entire PICC catheter was completely removed, and then the guidewire was withdrawn, and the guidewire was found to be rusty. Immediately inspect the existing stock of catheters in the department, and find that the remaining 8 catheters have rusted with built-in support guidewires. At present, the patient is emotional but no adverse reactions. It was reported this occurred with 1 used device and 8 unused devices. This report addresses the second unused device.